Event description:
Philips received a complaint by the customer on the v60 indicating that although the touchscreen was operational, the display was very dark and not usable; the brightness level could not be adjusted. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that although the touchscreen was operational, the display was very dark and not usable; the brightness level could not be adjusted. The remote service engineer (rse) advised the customer that the first-generation liquid crystal display (lcd) needs to be updated to a second-generation lcd to correct the reported issue and provided the customer with the part number of the complete user interface (ui) assembly for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.